Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Additionally, the battery gauge was observed to be depleting rapidly. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.